Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the customer's blood glucose level was 401 mg/dl. The customer stated he had been having high blood glucose levels for three weeks. The customer's reservoir had occlusions in the form of air bubbles and he said his insulin pump was making a strange noise during the rewind sequence. Troubleshooting was unable to be performed. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).